Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
Analysis of the ICD diagnostics showed that a high voltage lead condition had been detected repeatedly. The condition was low hv impedance. The lead remains implanted.